Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was partially confirmed through examination of a returned product sample. The customer provided a guide wire, an introducer needle and a raulerson syringe. The guide wire had two offset coils near the j-tip. The guide wire was intact and within dimensional specification. The sample was functionally tested by inserting the guide wire through the assembled syringe and needle at multiple positions and was able to pass through without resistance each time. A review of manufacturing records did not yield any relevant findings. Since it appears that the guide wire was damaged during use, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. The user mentioned the same problem repetitively occurred in the past. No precise number or estimate of occurrences was provided. Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.

Event description:
It was reported that the guide wire could not be inserted into the raulerson syringe. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.